Event description:
It was reported that the programmer was returned for a broken screen. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that during manufacturer's analysis the programmer tested out of specification electrically.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was cracked and therefore it was replaced and calibrated. The power cord bay door was broken and was also replaced, and it was noted that the programmer failed a functional test and therefore the link electronic module printed circuit board was replaced and calibrated. The printer was noisy and was replaced as well. Concomitant product: product ID 229047 software analyzer. (B)(4).